Manufacturer narrative:
(B)(4).

Event description:
Three weeks ago, the pt fell and broke her hip; she had surgery to repair her hip. The past week, the pt had been "blacking out" between 10:30 and lunch, after her physical therapy. The device sys was used to deliver fentanyl. Additional info has been requested, a f/u report will be sent if additional info becomes available.